Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery and was pre-dilated with a non-bsc 7x40 balloon. After a non-bsc 035 guide wire crossed the lesion, an 8x80x120 epic vascular stent was advanced and positioned on the target lesion. After unlocking, normal force was initially applied on the thumb wheel and resistance was noted and then the force was slightly elevated. The stent partially opened and resistance was again observed. The device was removed completely without intervention and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.